Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was prompting an error 1 message when she was attempting to test her blood glucose. According to the ot ultra2 owner¿s manual, an error 1 indicates there may be a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged issue first occurred on (B)(6) 2013 in the morning. The patient stated she uses no medications to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported on monday (B)(6) 2013 she developed symptoms of ¿dizzy and cold sweat.¿ the patient did not report receiving any treatment in response to her symptoms. At the time of troubleshooting, the cca confirmed it was not the first time the meter had been used. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue, she was unable to test and made no changes to her usual diabetes management routine, therefore developed symptoms suggestive of hypoglycemia.